Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
Corrected field is e1 event site telephone. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Helsea stated that the pump was alarming and this was the first time it has happened. There is no blood in the helium tubing and she has not attempted to resume pumping. Esp personal asked her to press the start key and the pump resumed without further alarms during their conversation. The iab was inserted femorally. Esp personal explained the alarm, potential reasons for it and troubleshooting tips if it continues. She understood and thanked esp personal for the help. She could not access the type and size of the iab due to another procedure being done at the time and the patient was draped for sterility.